Manufacturer narrative:
Updated: catalog #, expiration date, unique identifier (di)#, 6. If implanted, give date. MFR site: corrected data. Correct manufacturer registration number is (B)(4). Device manufacture date: added date.

Manufacturer narrative:
Concomitant medical products: plc231200/18113325, plc201200/18529936, plc141400/18434703, plc141000/18090189. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient present with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses. A gore® excluder® conformable aaa trunk - ipsilateral leg endoprosthesis (cxt) was advanced from the patient¿s right through an 18 fr gore® dry seal flex introducer sheath and was positioned right below the lowest renal artery. The ipsilateral site of the cxt was extended with two gore® excluder® aaa contralateral leg endoprosthesis (plc23 & plc20) to gain sealing on the right common iliac artery. Two additional gore® excluder® aaa contralateral leg endoprosthesis (plc14 & plc142) were advanced from the patients left through a 12 fr gore® dry seal flex introducer sheath and positioned to gain sealing on the left common iliac artery. It was stated that the final angiography showed no endoleaks. On (B)(6) 2019, the patient expired related to causes not related to the implanted gore devices.